Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a latitude red alert was generated due to this device and right ventricular lead displayed a high shock impedance measurement. A follow up visit will be scheduled.